Manufacturer narrative:
Product event summary: analysis found that the programmer powered up normally, however, system error was found in the programmer error log.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an error occurred at the start-up of the programmer. The error was cleared with a re-boot. The programmer was returned for service. No patient complications were reported as a result of this event.